Manufacturer narrative:
A boston scientific patient services representative discussed and documented the reported issue. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported seeing a red blinking light on her remote monitoring system. The patient initiated communication to the clinic; however, no data was processed. The light turned off and no other adverse events were reported. No adverse patient effects were reported.